Manufacturer narrative:
The field service representative (fsr) verified the reported complaint as the latch was found broken and had a stripped screw. The fsr replaced the abd latch and performed functional testing successfully. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of device for a cardiopulmonary bypass (cpb), the air bubble detector (abd) latch broke. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.